Event description:
It was reported a patient experienced peritonitis manifested as nausea and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event the same day and discharged fourteen days later. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers gd894949 and gd895078 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This report references the same patient as (B)(4).